Event description:
The customer reported moisture underneath the screen and lines going across the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had a scratched display window.